Manufacturer narrative:
Additional information: the returned screw was examined. The threads have fractured towards the top of the screw shank. The cause of this event may possibly be attributed to a difficult insertion or removal factor in this case such as hard patient bone or lack of tapping. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the threads of two pedicle screws were found damaged and a small piece had fractured off each. This was found after the screws were removed immediately after installation to reposition them. The small fragments were not recovered from the patient. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00079.

Event description:
It was reported that the threads of two pedicle screws were found damaged and a small piece had fractured off each. This was found after the screws were removed immediately after installation to reposition them. The small fragments were not recovered from the patient. This is report one of two for this event.